Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient complained of greenish urine".

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 17-apr-2018. Additional information: device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the balloon shell to be discolored, as it was dark blue in appearance. Brown particulate matter was noted on the inner surface of the shell. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from three openings on the shell. Under microscopic analysis, the first opening located on the radius of the shell, measuring approximately 0.3 inches in length was observed to have sharp-edges. The other two openings, one on the radius of the shell and the other on the posterior of the shell, were noted to have striated edges, consistent with surgical damage. Blue and brown particles were noted on the inner surface of the slit valve.